Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/23/2020. Additional information: h6. A manufacturing record evaluation was performed for the finished device am2300 number, and no non-conformances were identified. Additional information was requested and the following was obtained: did the 3 sutures fail in the single procedure? Yes. Did the needle pull off the suture thread or the needle broke? Needle off suture. Did the event occur during suturing (use on patient)? Yes.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/24/2020. Investigation summary: it was reported that the device had performance pull off suture needle. It was received for analysis an empty opened foil and four unopened samples of product code w9915, lot am2300. The complaint sample was not returned for analysis. During the visual inspection of four samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the 3 sutures fail in the single procedure? Did the needle pull off the suture thread or the needle broke? Did the event occur during suturing (use on patient)? Are actual samples being returned or representative? Device return status/ follow up note: events reported in 2210968-2019-91381, and 2210968-2019-91382.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke off the needle without applying too much tension. Another like device from the same lot was used and it was fine. There were no adverse patient consequences reported. Additional information has been requested.